Manufacturer narrative:
Date received by MFR: 02/18/2016. Attempts were made to obtain further information regarding the device repair and patient information. To date no further details have been received. The service history record was reviewed and no repair information was found.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported the device operating on a back-up battery, shut down and went into a restart mode during patient transport. No patient harm was reported as a result of this incident.